Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to clinic for regular follow-up, patient reported to feel dizziness. Device was interrogated and high frequency noise causing pacing inhibition was observed. It was unknown if patient symptom was related to noise issue. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable during and after the procedure.